Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported their last step top aligners are cracked as of today. The patient stated that the aligners are cutting his tongue and gums. The patient said that step 13 never fi his mouth and that this is the step that caused discomfort and irritated his gums.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.